Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, anisomastia, breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with two 550cc mentor memorygel breast implants, began experiencing pain and also wanted to change implant size. The patient was diagnosed with bilateral ptosis and during surgery, it was discovered that the left breast prosthesis was ruptured. As a result, the patient underwent bilateral removal and replacement with two 405cc mentor memorygel breast implants on (B)(6) 2019. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On 9/4/2019, the product investigation was completed. Device investigation summary: during evaluation of the device it was observed in the anterior view expanding to posterior view an area of missing material measuring approximately 9.0 cm x 5.0 cm also two (2) tears (a, b) measuring approximately 6 cm (a) in the anterior view expanding to posterior view and 7.5 cm (b) in posterior view. Additionally a crease/fold and shell abrasion within the rupture a was noted. A crease/fold and shell abrasion are failures may be the result of the continuous and sustained stresses to the device. A fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain post-operatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. Asymmetry or anisomastia may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).